Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient suffered from redness at infusion site event on (B)(6) 2024. Therefore, patient was treated with skin ointment. No further information available.